Event description:
Event description guidant received information that this pacemaker had declared elective replacement indicator in december 2004. The device is still pacing at a rate of 80ppm with current cell voltage of 1.74v and an impedance of 58.34 kohms. The clinician does not know if patient is pacer-dependent. No adverse patient effects were reported.